Event description:
It was reported that multiple system error 322's were found in a pump's history log. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval was unable to reproduce the reported system error 322. Review of the history log confirmed the reported system error 322. Physical inspection found that the upper latch switch bracket screws were loose, allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open and closed switch connection, causing the reported system error 322. The upper auxiliary assembly will be replaced.